Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5,d4,d8,d9,e1,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during service/maintenance.

Event description:
It was reported the video processor had an e226 error. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.